Event description:
A nursing student pricked her finger during an aeds procedure; the safety mechanism malfunctioned and failed to retract the needle. The user was taken to the emergency room for blood tests and serological testing.